Manufacturer narrative:
Manufacturer's investigation conclusion: the following were found as incidental findings during the investigation: thrombus, superficial driveline damage, corrosion around the motor capsule pins, and spiral wrap damage. The evaluation of heartmate ii lvas, serial number (B)(6), confirmed driveline (dl) wire damage that could have contributed to the reported pump stops, low-speed events, and associated alarms that were captured while operating on the power module in the submitted log file. Also, the evaluation of heartmate ii lvas, serial number (B)(6) confirmed the presence of pump thrombosis. The submitted log files contained data from (B)(6) 2021 to (B)(6) 2021. Multiple pump stops and low-speed events, as well as associated alarms, were captured on (B)(6) 2021 at 12:38:48 through 13:22:44, on (B)(6) 2021 03:07:35 through 04:24:40, and (B)(6) 2021 at 19:22:26 through (B)(6)2021 at 10:58:18. Each of the events occurred while the system was operating on the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. 33 low flow hazard alarms were also captured throughout the log file. (B)(6) was returned assembled with the driveline (dl) cut approximately 3¿ from the pump housing and approximately 34.5¿ of the distal portion of the dl was also returned (figure 1). All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned attached to the pump. The sealed outflow conduit was returned attached to the pump outlet housing. The bend relief collar was also present. As an incidental finding that was unrelated to the reported event, upon disassembly of (B)(6), the textured, blood contacting surface of the inlet tube revealed a red tissue-like thrombus formation, occluding a majority of the blood pathway. The thrombus appeared to have evidence of laminated layering, which is an indication that they developed over an undetermined time while the pump was operating. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. The deposition was sent to an outside lab for histopathology analysis. Per this analysis, the deposition was actually mature connective tissue supporting cardiac muscle fibers, adipocytes, and vessels of various size. The only fibrin was observed at the perimeter. There was no evidence of any organisms. Additionally, the deposition would have caused an obstruction of flow through the device, likely contributing to the low flow alarms captured in the log file. Examination of the dl (3¿) minimal shield breakdown. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline¿s wires revealed that there was a breach to the insulation of the green wire at the pump housing, exposing the inner conductors. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. Visual inspection of the dl¿s wires (34.5¿) revealed that there were breaches to the insulation of the black, brown, red, orange, and green wires approximately 32.5-33.5¿ from the controller connector were confirmed through hipot testing. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. The green wire redundantly supports motor phase 1, the brown and black wires redundantly support motor phase 2, and the red and orange wires redundantly support motor phase 3. If the exposed conductors of the black, brown, red, orange, green wires contacted the braided shield while operating on a tethered power source (such as the power module), the resulting electrical short to ground could have caused the pump stop and low-speed events captured on the submitted log file. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications.. The implant kit was shipped on (B)(6) 2014. The most recent revision of the heartmate ii instructions for use (IFU). Section of this IFU lists device thrombus as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in section of this IFU. Additionally, section of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops and low-speed events. The heartmate ii lvas patient handbook is currently available. Section of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had random low flow alarms, low speed advisories, and pump off events. The patient had a history of outflow graft extrinsic compression diagnosed per computed tomography angiography (cta) in (B)(6) 2020 and was asymptomatic at this time. Technical services review of the log file captured intermittent transient low flow events. There were also low speed and pump off events while on the mobile power unit (mpu) on (B)(6) 2021. Technical services noted that it appeared to be an issue with driveline short-to-shield and recommended that the patient use battery power or an ungrounded patient cable moving forward. On (B)(6) 2021 technical services reviewed images of the driveline and did not see any obvious areas of shield breakdown internal or external. A driveline repair was requested, but on (B)(6) 2021 the patient underwent a heartmate ii (hmii) to heartmate 3 (hm3) pump exchange.

Manufacturer narrative:
The patient's (B)(6) 2020 outflow graft issues were reported under MFR 2916596-2020-03376. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.